Manufacturer narrative:
All audio tones functioning properly. Vibration test failed to passed during testing. Problem isolated to vibrator motor.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had vibrate anomaly. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer stated that she added that she was not able to use her insulin pump for 1 and a half days despite changing or inserting new batteries, it was not start up. Customer stated that they did the vibrate anomaly, did another self test and no vibrate still. The device will be returned for analysis.